Event description:
Caller reported that the t: slim x2 pump battery would not charge, and the screen remained dark and unresponsive despite following typical troubleshooting steps with various charging cables and adapters. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, ensuring it would have updated software and the customer was informed to program their settings and connect their cgm to the new pump. The customer will use multiple daily injections (mdi) as a backup insulin delivery method, and they were instructed on how to return the problematic pump to avoid additional charges.